Event description:
Follow up information obtained from the healthcare professional (hcp) reported that the patient was seen on (B)(6) 2012 at which time they were evaluated by their nurse practitioner. There were no concerns with their implantable neurostimulator (ins) noted and the patient had no other issues. The hcp declined to give further information due to privacy concerns. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 435135 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 435135 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead. (B)(4).

Event description:
It was reported the patient had a urinary tract infection (uti) patient was on antibiotics and the health care provider was trying to maintain the infection in the patient's kidney and bladder. It was also noted, the patient had kidney stones. Patient had had the uti for approximately two weeks. Follow up from the health care provider reported, the cause of the event was unknown. It was unknown if there were signs and symptoms associated with the event. It was unknown if the patient required hospitalization and the patient outcome was unknown. Later that same day follow up from the health care provider reported the patient did not require hospitalization due to the event. It was noted abnormal impedances were "n/a none." It also noted the patient had an appointment for evaluation scheduled. Additional information has been requested, but was not available as of the date of this report.